Event description:
The customer reported the 8lpc locking device of inner cannula broke and inner tube could not be locked in. The tube was removed and discarded. The pt required recannulation with another unspecified tube.

Manufacturer narrative:
The tube was discarded. No analysis can be made without the device. The history record for the lot number provided will be reviewed. Info has been added to the database for trending purposes.